Event description:
It was reported that the patient underwent posterolateral fusion at l3-l5 using 8cc rhbmp-2/acs due to spondylolisthesis and stenosis. The estimated blood loss was 1400cc, the or time was 350 minutes, the length of the hospital stay was 72 hours. 2 months post-operatively the patient presented with moderate neuro-dysesthesia. The patient returned to work 335 days post-op. The patient was last seen 22 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 20cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.